Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Right heart failure, respiratory failure, infection, sepsis, hepatic dysfunction, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 16 days. The pump was not explanted. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient had a complicated post-operative course including ventricular dysrhythmia with shocks from an internal cardioverter defibrillator. The patient became hypotensive and bradycardic requiring temporary pacing. The patient also experienced right heart failure that required right coronary artery stenting. There were no reported issues with the lvad; though low flow alarms occurred due to the right heart failure. An extracorporeal right ventricular assist device was placed during which it was reported that the patient sustained injury to the right iliac vein. The patient subsequently developed abdominal compartment syndrome that required multiple surgeries. On (B)(6) 2015, the patient was diagnosed with septic shock. The patient's blood cultures were positive for vancomycin-resistant enterococci (vre). On (B)(6) 2015 the infectious disease service documented that the lvad was likely seeded with vre. The patient was treated with unspecified antimicrobials, including vancomycin and an antifungal medication. The patient had not been able to be weaned from ventilatory support post implant. The patient developed hepatic and renal dysfunction and their status continued to decline. The patient became acidotic and oliguric with worsening lactic acidosis. The patient had received a total of 39 units of packed red blood cells over an unspecified 24 hour time period. The patient's family withdrew care and the patient expired on (B)(6) 2015.